Event description:
The first valve was implanted 4 years ago, and it was not working. A second valve was implanted and could not be reprogrammed.

Manufacturer narrative:
The valve was returned at a pressure level setting at 1.5, and could be adjusted to all pressure levels at the first attempt. The valve was patent, but it did not pass leak testing due to multiple tears on top of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.